Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A review of the device memory noted a system anomaly due to an oscillator mismatch, which then put this unit into safety mode. During analysis the device was put through and passed returned product testing, with the exception of the real time clock, which is expected for a device in safety mode as this feature does not update while in safety mode. Analysis included a series of automated diagnostic testing that verified the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The device was then exposed to a range of temperatures however the exposure was unable to recreate the observed clinical anomaly. The device case was opened for additional testing. Engineers were able to isolated the root cause of the oscillator mismatch error to an issue with the internal quartz crystal component.

Event description:
It was reported that approximately one week post implant, the patient with this device returned due to a syncopal event. An interrogation was attempted; however the device was unable to communicate with the programmer. Another programmer was used and again no resolution was obtained. The following day, the device was replaced. Even post explant, the physician was unable to communicate with the device. No procedural adverse effect and the explanted device was later returned for analysis. Another device was implanted and confirmed to be working well.

Manufacturer narrative:
Following return and completion of laboratory analysis, an updated report will be submitted.

Event description:
It was reported that approximately one week post implant, the patient with this device returned due to a syncopal event. An interrogation was attempted; however the device was unable to communicate with the programmer. Another programmer was used and again no resolution was obtained. The following day, the device was replaced. Even post explant, the physician was unable to communicate with the device. No procedural adverse effect and the explanted device is expected to be returned for analysis. Another device was implanted and confirmed to be working well.